Manufacturer narrative:
Follow-up received on 06-jun-2016 - quality-safety evaluation of ptc: (B)(4). As of may 30, 2016, the rqu has not received returned product for this case. This case is being processed as if no product will be returned. If product is received by the rqu in the future, a child case will be opened and an investigation will be completed on the returned device. The essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Detachment difficulty is defined as a failure of the micro-insert to detach (separate) from the delivery system. Per the instructions for use (IFU), the physician must perform the following steps in order to achieve proper detachment: rollback to initial hard stop. Depress button. Perform final rollback. Under normal circumstances, when the physician completes all deployment steps as outlined in the IFU, the micro-insert assembly will detach from the delivery wire and remain in the fallopian tube. Several factors can contribute to a detachment difficulty event. The most likely root causes are tubal spasms which can clamp down on the distal end of the catheter and prevent the micro-insert from releasing from the delivery wire, stretching of micro-insert during placement attempts which tightens the inserts grip on the delivery wire, repositioning of the catheter after the first rollback and button press are completed which can also tighten the inserts grip on the delivery wire, and potential manufacturing deficiencies. We conduct an investigation of any returned device. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. The possibility of a detachment difficulty event is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the available information a product quality defect could not be confirmed but is considered plausible. Based on the provided information the defect type corresponds to the following meddra llt: device deployment issue and device breakage. Since no medical events were reported at this point in time, the assessment of a relationship with a quality defect, as well as, a batch investigation with respect to similar ae cases are not applicable. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and during the procedure when doctor tried to remove the coil the coil broke in half (previously reported to have broken during insertion). This event, interpreted as device breakage, is non-serious and listed in the reference safety information for essure. During difficult removal, single cases have been reported of essure breakage. In the present case, during insertion the device did not deploy correctly, when doctor tried to remove and had to be removed with hysteroscope and the coil broke in half. The broken pieces were retrieved from the uterus. No injury occurred. Since the device breakage occurred during essure insertion procedure, causality with the suspect insert cannot be excluded. This case was regarded as other reportable incident as although the device breakage did not lead to death or serious deterioration in health, this might have occurred under less fortunate circumstances. Based on the available information a product quality defect could not be confirmed but is considered plausible. No further information is expected.

Manufacturer narrative:
Follow up information received on 27-jan-2016: device breakage with essure questionaire received. Essure broke during insertion in the middle of implant. Upon insertion the wheel rolled back and was unable to push button to release coil. Tried to withdraw essure coil and coil broke. The instructions for use were followed. Essure was removed on (B)(6) 2015 histeroscopically. The broken pieces were retrieved from the uterus. No injury for the patient and she has recovered. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and during the procedure when doctor tried to release it the device broke in half. This event, interpreted as device breakage, is non-serious and unlisted in the reference safety information for essure. During difficult insertions, single cases have been reported of essure breakage. In the present case, during insertion the device did not deploy correctly, when doctor tried to release it the device broke in half. Essure was removed on the same day of insertion, the broken pieces were retrieved from the uterus. No injury occurred. Since the device breakage occurred during essure insertion procedure, causality with the suspect insert cannot be excluded. This case was regarded as other reportable incident as although the device breakage did not lead to death or serious deterioration in health, this might have occurred under less fortunate circumstances. A product technical analysis is expected.

Manufacturer narrative:
Device breakage questionnaire received on 22-mar-2016: during placement of coil - was able to push roller on handpiece but unable to push button to deploy device as it would not push down - because physician could not push button, then scrolled the roller back and attempted to remove coil from tube. At that point, coil would not release from tissue and had to remove with hysteroscopic device and coil broke. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and during the procedure when doctor tried to remove the coil the coil broke in half (previously reported to have broken during insertion). This event, interpreted as device breakage, is non-serious and listed in the reference safety information for essure. During difficult removal, single cases have been reported of essure breakage. In the present case, during insertion the device did not deploy correctly, when doctor tried to remove and had to be removed with hysteroscope and the coil broke in half. The broken pieces were retrieved from the uterus. No injury occurred. Since the device breakage occurred during essure insertion procedure, causality with the suspect insert cannot be excluded. This case was regarded as other reportable incident as although the device breakage did not lead to death or serious deterioration in health, this might have occurred under less fortunate circumstances. A product technical analysis is being sought.

Event description:
This is a spontaneous case report received from a medical doctor in united states on (B)(6) 2015 which refers to a (B)(6)-year-old female patient who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015, lot number d08054 (expiration date sep-2017). The health care provider attempted to insert a device and it did not deploy correctly. When she tried to release it the device broke in half. The patient had unilateral placement. Patient was not pregnant. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and during the procedure when doctor tried to release it the device broke in half. This event, interpreted as device breakage, is non-serious and unlisted in the reference safety information for essure. During difficult insertions, single cases have been reported of essure breakage. In the present case, during insertion the device did not deploy correctly, when doctor tried to release it the device broke in half. Since the device breakage occurred during essure insertion procedure, causality with the suspect insert cannot be excluded. This case was regarded as other reportable incident as although the device breakage did not lead to death or serious deterioration in health, this might have occurred under less fortunate circumstances. A product technical analysis and further information are expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.